Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery when replacing the battery recently. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they cannot take off battery cap. The customer will monitor and call if issue continues and a battery cap will be sent. The insulin pump will not be returned for analysis.